Event description:
It was reported that this right ventricular (rv) lead was abandoned surgically, as a result of a low voltage impedance issue. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.